Event description:
It was reported that the core universal driver ran without user activation at the user facility. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
During the visual examination, the device was found to have corroded socket pins and worn gears.